Event description:
It was reported by the aci sales professional that a female patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the left cfa (common femoral artery). A pre-procedure femoral angiogram showed the vessel size to be less than 5mm. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that there was concern of an over intra-arterial deployment due to pulsatile blood flow around the white tamp tube (advancer tube). The device was removed and pressure was held for 20 minutes. Hemostasis was achieved. The patient complained of leg pain and a us (ultra sound) was ordered. Distal pulses were recorded via doppler. The us did not offer a definite diagnosis. The physician ordered a heparin drip and the patient was kept in the hospital overnight. The patient was discharged from the hospital on (B)(6) 2013. The patient was scheduled as an outpatient on (B)(6) 2013 due to a cold left leg. An embolus was found in the external iliac / cfa on angiogram performed on (B)(6) 2013. An intervention involving an angiojet catheter was performed. The patient was readmitted to the hospital on (B)(6) 2013. On (B)(6) 2014, the aci sales professional reported that the sealant was part of the embolus. The access site for the angiojet was obtained at the right cfa. It was noted that the puncture site was not high. It was clarified that the embolus found in the external iliac / cfa on angiogram performed on (B)(6) 2013 was performed in the hospital.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported that the pre-procedure femoral angiogram showed the vessel size to be less than 5mm. It should be noted that the instructions for use (IFU) states: the safety and effectiveness of mynxgrip have not been established in patients with small common femoral arteries (<5 mm in diameter).